Event description:
Product broke during prep on the table unable to use. No patient harm occurred another neuroform atlas was used to complete the case. Manufacturer response for vascular stent system, neuroform atlas 4.5mm x 30mm (per site reporter).